Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a severely tortuous and severely calcified artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmosphere for 3 to 5 seconds, the balloon ruptured. A pinhole was found on the balloon. The device was removed without any porblems and the procedure was completed with different device. No patient complications were reported and the patient was in good condition.